Event description:
On 05/31/2000, the surgeon informed the MFR's (MFR) sales representative of the following: attempted placement of the device without success because it was unable to be completely visualized by x-ray or fluoroscopy. Then the catheter clotted before contrast could be used. Removed the device and placed another device ( different MFR) without further difficulty. This turned a 20 minute case into an 1 1/2 hour case. The report also stated that no product is available to be returned to the MFR for analysis. No further were provided.